Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm. Reportedly, the alarm occurred when the pump was in the customer's pocket. The customer's blood glucose (bg) level was 300 mg/dl, tandem technical support educated the customer to keep items from pressing the button and the customer acknowledged. The customer was able to resume insulin delivery and delivered a bolus to stabilize impacted bg level.